Manufacturer narrative:
The reported event of device deformed into cobra shape could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. There was no angulation or kinks noted in the delivery system. When the occluder was deployed from the delivery system, it deformed into a cobra head shape while in the left atrium. The device was removed from the body re-prepped in standard fashion per instructions for use (IFU), and upon second deployment attempt the device again was deformed into a cobra headed shape. The deformed device was never released from the delivery cable while inside the patient. When the device was removed from the patient, it was tested and again deployed into a cobra headed shape. A new 10mm amplatzer septal occluder was opened and prepared in standard fashion per the IFU. It was deployed and implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay and no adverse effects. The patient was discharged.